Event description:
Reference number (B)(4). Event occurred in finland. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing under the quick release. The blood glucose level was 400 mg/dl and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: finland. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.